Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 21 mg/dl to a level that was displayed as ¿high¿; however, a specific value was not provided. Due to the low bg level the customer loss consciousness. Customer required assistance giving a manual injection and consuming carbohydrates to address bg levels. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was unknown.